Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed type 1 hardware verification testing. All test results passed instrument specifications. All assay precision claims were within current specifications. The fse did not observe any hardware related issues. A definite root cause has not been determined for this event. This MDR represents event 1 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-05747, 05748, 05749. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously elevated thyroglobulin antibody (thgabii) result for one (1) patient sample on their unicel dxi 800 access immunoassay system. The erroneous thgabii patient sample result was reported outside the laboratory. It is unknown if patient treatment was impacted by this event. The customer reported that upon repeat analysis, the thgabii patient sample result recovered lower within the normal reference range. The customer reported that some quality control results were recovering outside the laboratory's established ranges prior to the event. The customer reported that a recent system check performed was within instrument specifications.